Event description:
Underdelivery report number 1 of 2 for this device. The pump was in home care use to infuse a tpn solution overnight at 100ml/hr. The infusion appeared to be infusing and delivered was not used. Upon awakening in the morning, the pt reported that the display indicated delivery of 2200ml. However only approximately 300-400ml was gone from the IV container. No alarms had sounded. There were no adverse effects to the pt. No further info was available. The pump was evaluated at the facility and passed performance testing. It was then re-issued for pt use.